Event description:
The patient did not have any pain control despite dose increases. The healthcare was attempting to rule out granuloma via MRI or CT. The pump contained hydromorphone 40 mg/ml (14.6 mg/day). Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: explanted: product typ programmer, patient product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).